Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Coloration and rainbow color on the display screen were not verified due to blank display. The device had minor scratched display window.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display. Customer's blood glucose reading was 109 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.